Event description:
It was reported that upon inspection of the device, after explanting and replacing the device due to battery depletion, the device was noticeably discolored over the metal casing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device met expected longevity with normal depletion.